Manufacturer narrative:
Additional information was received that the patients ipg would not charge all the time.

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg would not hold a charge. The patient will undergo an ipg replacement procedure.